Event description:
The female pt contacted lifecor customer support to report that both of her battery packs were displaying the "battery needs service" light when placed in the charger. In addition, neither battery is charging and she only has two bars left. Support sent the pt a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was confirmed. The cause of the battery charger faults was a defective d13 diode within the charger. The root cause of the defective d13 cannot be positively identified but was likely a random component failure. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged charger. The pt received a replacement battery charger.